Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the infected device which caused extensive necrotizing abdominal soft tissue infection, feculent peritonitis, and small bowel enterocutaneous fistula. Recurrence and fistula formation are a known inherent risks of surgery and is listed in the instructions-for-use a possible complication. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ a manufacturing review that included review of sterility records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent repair of a ventral incisional hernia. A bard/davol ventrio was implanted in the patient during this repair. (B)(6) 2015: the patient was experiencing extreme abdominal pain and a recurrent hernia. The patient had to undergo surgical intervention to remove the defective mesh, which was found to have been infected and to have caused extensive necrotizing abdominal soft tissue infection, feculent peritonitis, and small bowel enterocutaneous fistula. The patient continued to experience complications related to the mesh, including having to undergo six separate surgical washouts of the infected area where the mesh had been implanted, and ongoing abdominal pain. The mesh product implanted in the patient failed to reasonably perform as intended, and had to be surgically removed. Thus, further invasive surgery was necessary to repair the very problem that the product was intended to repair. The patient was injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.